Manufacturer narrative:
The date device returned to manufacturer was entered as november 19, 2017 in the initial report. The correct date device returned to manufacturer is november 20, 2017. The field has been updated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check status of development, general condition, check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode, check for untrue running, check for excessive noise, check the power with test bench, and check starting behavior. It was noted in the service order that the device motor, seized, jammed and with heavy moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly